Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/8/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 11/7/24. On (B)(6)2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6)2024, at approximately 6:00 am est, the user experienced a hypoglycemic event during a walk with their dog. Upon reaching the bottom of a hill, the user felt their bg levels dropping and confirmed a bg of 51 mg/dl with double downward arrows on their pump. The user sat on the sidewalk and called a neighbor for assistance. The neighbor provided apple cider and sugar cubes to address the low bg. Afterward, the neighbor gave the user a ride home. Once home, the user's bg levels had risen outside the low range, and they rested for the remainder of the day. This is the second of two low bg events reported for this user. This medwatch report details the low bg event on 11/7/24. A medwatch report detailing the other low bg event on 11/8/24 is submitted on MFR report #: 3019004087-2024-00669.